Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia and vomiting. The patient reports they had applied a new pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after 48 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.